Event description:
It was reported that the patient underwent successful coil embolization of a right posterior inferior cerebellar artery (pica) aneurysm and stent assisted coil embolization of a basilar fenestration aneurysm. No technical complications associated with the procedure were reported. However, it was reported that angiogram performed post stent assisted coiling revealed a dissection in the v3 segment of the vertebral artery. In response to the event, the physician successfully deployed a stent across the dissected segment and terminated the procedure. The patient tolerated the procedure well and was transferred to ICU in hemodynamically stable condition.

Event description:
It was reported that the patient underwent successful coil embolization of a right posterior inferior cerebellar artery (pica) aneurysm and stent assisted coil embolization of a basilar fenestration aneurysm. No technical complications associated with the procedure were reported. However, it was reported that angiogram performed post stent assisted coiling revealed a dissection in the v3 segment of the vertebral artery. In response to the event, the physician successfully deployed a stent across the dissected segment and terminated the procedure. The patient tolerated the procedure well and was transferred to ICU in hemodynamically stable condition.

Manufacturer narrative:
Additional information received from the user facility has confirmed that all the device(s) performed as intended and that the physician did not allege the vessel dissection to the any of the devices(s) but likely due to guide catheter (unknown manufacturer) movement. Based on review of the information available, the manufacturer has determined that the event no longer meets the equivalent of a reportable event.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, it was determined that the device was used in accordance with the direction for use and there is no indication that the reported event is related to product specifications nonconformance or misuse. However, vessel dissection is a known and anticipated complication associated with these types of procedures and is listed as such in the direction's for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event. Refer to manufacturer report numbers below for related devices filed for the same procedure: 2939204-2012-00328, 2939204-2012-00329, 2939204-2012-00330, 2939204-2012-00332, 2939204-2012-00333, 2939204-2012-00334, 2939204-2012-00335, 2939204-2012-00331, 2939204-2012-00336, 2939204-2012-00337, 2939204-2012-00338.